Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. A software download restored the device and remained implanted.